Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, leakage of air from the cuff was observed. No injury reported. No adverse patient effects were reported by the customer. It was reported no additional information is available.

Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One decontaminated device was received for investigation. Under visual inspection the sample appeared to be in good condition. An inflation test was performed on the received device. It was confirmed that after twelve (12) hours the cuff was still fully inflated. The complaint was not confirmed. A device history record (DHR) review was not performed as no fault was found. No actions taken as the complaint was not confirmed.